Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the error did not occur with the 180 series scopes when it was attached to the pigtail. The customer attempted other 190 series scopes; however, the issue persisted. The 190 series scopes were attempted on a second cart, and it worked as normal. Tac confirmed that the endoscope connector on the light was clean and free of debris. Tac advised the customer to avoid hot swapping scopes, power down to remove and install scopes, and to make sure the error was cleared before attempting an additional scope. Furthermore, tac advised the customer to check for foreign objects such as detergent remnants, hard water residue, finger grease, dust, and to make sure lint¿s were not on the electrical contacts of the scope. A 70% ethyl or 70% isopropyl alcohol was recommended to clean and allow to completely dry off before scope re-attempt. A follow up was made the customer confirmed that the issue was resolved, and the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display an e315 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.